Event description:
It was reported that during cleaning and sterilization, the customer noted a broken wire on the prograsp forceps instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a frayed pitch cable at distal clevis hub, the frayed segment was approximately 0.17 in length. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.